Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported noise was confirmed in the laboratory via review of egms. It is believed that a lead connection issue was the cause of the noise. The device was tested on the bench and found to be normal.

Event description:
It was reported that noise was observed. High impedance and capture threshold were found. At lead revision, the setscrew was loose. Lead would not be connected to the device. Noise could be reproduced with device manipulation. System was explanted and replaced.